Event description:
Customer reported her instructor thinks the serter was not working properly. Customer did not have serter at the time of call unable to troubleshoot. Customer stated the needle goes in half way and it won't go in any further, then the needle brakes. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite serter was tested using a new lab enlite sensor. The serter passed per specifications due to the sensor inserted and released properly.